Manufacturer narrative:
Product event summary: analysis confirmed an overheat message in the programmer event log file. The printed circuit board (pcb) was found to be out of electrical specification. No fault was found with the fan. The power supply was replaced as preventive.

Event description:
It was reported that the programmer was overheating and had a probable fan issue. The programmer was returned for service. There was no patient involvement.